Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: handpiece device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the disconnecting sleeve came loose, and the device was unable to engage the gauge. It was further determined that the attachment-coupling could not engage, and the device did not function, had component damage, and was loose. It was further determined that the device failed pretest for check function of tool coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the ao/asif quick coupling device was not coupling securely and was unsafe while drilling. It was further reported that the attachment disengaged from the handpiece device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.